Manufacturer narrative:
Eval summary: eval completed and the failure code 810:14 was confirmed. A 2-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.

Event description:
The device was returned for service. During service testing, the device powered up with a failure code 810:04. The hosp rep stated, they have no record of any pt incident involving the pump, since the last baxter service event.